Event description:
Reference MDR # 1219856-2014-00006 for the first event involving the same pt. It was reported that due to the issue with the first intra-aortic balloon (iab), a second iab was inserted. The physician noticed that the balloon inflated and deflated badly. The balloon was removed. Consequence: significant waste of time involving a prolonged exposure to high amine drug dose. Updated info received on (B)(4) 2014 stated that they did not insert another iab because the male pt did not need intra-aortic balloon pump (iabp) therapy anymore. It was during an intervention and the intervention was finished. The device is returning for investigation.

Manufacturer narrative:
(B)(4).